Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, resistance was encountered while advancing the 26mm sapien 3 ultra valve and delivery system through the 14fr esheath. As the valve exited the sheath, the bent strut was not observed since it was on the posterior side of the valve. Valve alignment was performed, and the delivery system was advanced over the arch. As the valve was positioned in the ascending aorta, the strut was observed to be 'bent back on itself'. The valve was deployed in the aortic position. No injury to the patient occurred. Upon removal of the esheath, the liner was observed to be torn approximately half-way down the sheath. At the time of the report, patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The sapien 3 ultra valve remains implanted in the patient and was not available for evaluation. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. Review of the provided case imagery revealed 1 strut bent outward approximately 180 degrees on the inflow side of the valve. One strut remained bent outward post deployment. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Lot history review revealed no other similar events based on the complaint codes. Although the complaint was confirmed, a complaint history review was not required as the issue has been previously identified in a product risk assessment, which captures root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the provided case imagery. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per complaint description, 'as the valve exited the sheath, a bent strut was observed'. Additionally, it was reported that resistance was encountered while advancing the delivery system through esheath. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' These patient or procedural factors alone or in combination increase resistance and require a high push force for delivery system advancement. As captured in a CAPA, it has been identified that high push force of commander delivery system with sapien 3 ultra valve through esheath can cause secondary failures such as valve frame damage. In this case, it is possible that high push force and excess manipulation applied to overcome resistance caused by the noted patient/procedural factors may have resulted in damage to the inflow valve. These procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra thv, may increase the rate of frame damage. Although a definitive root cause was not able to be determined, available information suggests that procedural factors (high push force, excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation (pra) is not required. However, per management discretion, a CAPA and pra were previously initiated to assess risks associated with high push force of the commander delivery system with a sapien 3 ultra through the esheath. The risk management worksheet documents the potential for thv exerts force on annulus, resulting in annular rupture, which did not occur during this event. Trending analysis indicates the monthly complaint occurrence rate did not exceed the january 2021 control limit for trend category 'valve damaged' for sapien 3 ultra valve (s3u).